Event description:
Patient with medtronic marquis dr ICD implanted in 2003. In 2009, developed a burning sensation over the device. Subsequent device interrogation revealed that communication with the device could not be performed with a programmer consistent with sudden and complete battey depletion.